Event description:
Multifunction cardio-respiratory monitor with oxygen saturation capability of being used on a pt in intensive care unit. Audible alarm for low saturation automatically shut off at bedside even thought pt was still in alarm condition parameters (oxygen saturations noted as low as 60% without audible). Oxygen saturations returned to 78 with another brief audible alarm that automatically shut off before pt returned to normal saturations. MFR aware, but to date, has not been able to problem solve.